Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that 3 minutes into the ablation procedure, a hh error was indicated and the temperature could not be monitored. The procedure was stopped without any injury to the patient.